Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: review of the black box data did not show any unusual power on reset events recorded; there were 3 unacknowledged empty cartridge alarms recorded which lead to low battery and replace battery alarms on 01 august 2016. There was no damage to the pump or the cartridge and battery caps. The pump was powered on and ez-prime steps performed without issue. The pump was exercised for 24 hours without any loss of power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. (B)(4).

Manufacturer narrative:
Correction to serial#.